Manufacturer narrative:
Section d4 (primary unique device identification (UDI) number): correction; there was no heartmate touch involved in this event; therefore, device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d5: correction section d9: correction section h5: correction section h6 (medical device problem code): correction section h8: correction manufacturer's investigation conclusion: it was reported that the low flow alarm threshold (lfat) tool was not working when attempting to adjust the lfat to 2.0 liters per minute (lpm). The lfat tool reportedly crashed repeatedly when attempting to connect to the wireless adapter. A new system controller with a lfat of 2.0 lpm was used instead. The reported event is related to the lfat tool and could not be correlated to an issue with the heartmate touch. The lfat tool is a tool used by abbott representatives to adjust the lfat and is not a commercially available product. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. A), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had degree of recovery. Flows sometimes dipped to less than 2.5 liters per minute (lpm) because of this. Controller was exchanged to 2.0 lpm software. Couldn't use the low flow alarm threshold as it was not working. The app crashed every time the bluetooth adapter was connected from the list. A new 2.0 lpm system controller was used from the shelf.